Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor failure after warm-up was occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2020. The patient stated that there were no readings between 2-3:00am. He went into hypoglycemia with loss of consciousness and did not know if the device alerted. His partner called an ambulance at 8:30 am. He was treated at home with two glucose injections and was not taken to the hospital. At the time of the report he was feeling well. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2020. The patient stated because he works night shifts, he went to sleep during the day (time not specified). Before going to sleep, he checked the dexcom mobile app to see if all settings were working and made sure the continuous glucose monitor (cgm) was showing him readings. The patient stated he slept during the day and night until the next morning when his partner realized he was unconscious and hypoglycemic (no symptoms reported). The ambulance was called at 8:30am and when they checked the cgm, a message was displayed that showed "sensor failed, replace sensor now". It is unknown how long the sensor was not working and when it failed. When the ambulance arrived, the patient was treated at home with two glucose injections and was not taken to the hospital. At the time of the report he was feeling well. Additionally, the patient checked clarity, he saw that there were no readings during the night (around 2:00-3:00am). The patient does not recall receiving/acknowledging the sensor fail alert as he was asleep during the time. Data was provided for evaluation. Data investigation could not confirm the allegation of no readings at around 2:00-3:00am. The patient had a sensor failure due to high counts aberration at 6:16 pm on (B)(6) 2020. The patient received the sensor failure alert at 6:16pm. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional/correction. D4: catalog number - correction. H2: additional information/correction. H6. Adverse event problem - additional.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR. Additional information was obtained. Data was provided for evaluation. A review of performance data shows that the patient began a new sensor session on (B)(6) 2020 at 4:32 am. At 6:16 pm, the patient received a visual failed sensor alert. Five minutes later, the patient receiver another failed sensor alert, this time at half volume. At 6:23 pm, the patient acknowledged the alert. The last egv that the patient received before his sensor failed was high (greater than 22.2 mmol/l); however, the patient's high alert was disabled at the time of the incident so he did not receive an alert for this. The patient started a new sensor session on (B)(6) 2021 at 4:50 pm. The patient's allegation was not confirmed as he did receive an alert for sensor failure. The device functioned within specifications and patient settings. The probable cause was determined to be use error as the patient does not recall receiving this alert. No additional patient or event information is available.